Event description:
It was reported that the device failed the user test, logged several event codes in the memory and was unable to deliver defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return for evaluation and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.